Event description:
The device successfully delivered defibrillator therapy to the patient. Reportedly, the device inappropriately began to prompt replace battery and power then shut off. The als crew used thier lifepak 12 difibrillator/monitor to deliver defibrillator therapy to the patient. The patient was delivered to the hospital with a perfusing rhythm.